Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation due to single leaflet device attachment (slda) appears to have been caused by procedural conditions, specifically poor imaging. However, the cause of the poor imaging could not be determined. The reported unchanged mitral valve insufficiency/regurgitation (mr) appears to be a cascading effect of the slda. Mitral regurgitation is identified in the mitraclip system instructions for use as a known potential complication associated with mitraclip procedures. The reported serious injury, illness, or impairment resulted from case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip ntw was inserted and deployed on the mitral valve, reducing mr to trace. It was noted that difficulties with imaging occurred during the procedure. On (B)(6) 2026, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 4. However, during the pre-procedural transesophageal echocardiogram (tee), it was observed that the previously implanted mitraclip ntw had detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda), causing mr to increase to a grade of 2. The triclip procedure was continued and one triclip was implanted, reducing tr to a grade of 1.